Manufacturer narrative:
Method: instrument logs were reviewed as part of the investigation. Results: the investigation was unable to identify a fault with the device. Conclusions: a conclusion could not be drawn due to the limitations of the info available to conduct the investigation.

Event description:
On (B)(6) 2010, leica microsystems received a complaint from the customer regarding sub-optimal tissue processing from protocols run on (B)(6) 2010. The tissue was subsequently re-processed using a different peloris tissue processor.